Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported ¿customer has had 2 times in the last few months where accucath safety button would not activate.¿ it was reported this occurred with two devices. This report addresses the first device. Add info rcvd 07/22/2022: it was reported ¿a few times in the last few months while using accu-cath ace the white safety button did not retract the needle. Therefore the needle/guidewire was carefully removed from the catheter and disposed in sharps. The catheter functioned normally after this and there was no needle sticks.¿ was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome: no, there was no apparent harm to the patient.